Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. There is no indication that the manufacture of the device contributed to the reported event. Partial clip movement may be influenced by anatomical morphology/pathology, associated comorbidities, and disease state. In this case, a definitive cause for the partial clip movement could not be determined. The patient effects of mitral valve injury, worsening mitral regurgitation (mr) and dyspnea, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. In this case, the most probable cause for the leaflet tear was due to the partial clip movement, resulting in the increased mr. The reported dyspnea was likely a secondary effect of the mr. There is no indication of a product quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, additional information received: the physician believes an annular tear in the leaflet and increased mitral regurgitation were due to the partial clip movement. On (B)(6) 2015, the patient underwent median sternotomy with mitral valve replacement. No additional information was provided.

Event description:
This report is filed to report the partial clip movement and increased mitral regurgitation that occurred post-mitraclip procedure, which required additional hospitalization. It was reported that the initial mitraclip procedure was performed on (B)(6) 2015 to treat degenerative mitral regurgitation (mr) with a grade of 3-4. Two clips were implanted and the mr was reduced to <1. On (B)(6) 2015, the patient was re-admitted to the hospital with dyspnea. It was observed that the mr had increased to 4. It is believed that one of the clips partially moved on the anterior leaflet. The patient remains hospitalized and will possibly be sent to surgery for treatment. No additional information was provided.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.